Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. No lot # provided. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 94858 with the incident lot was not observed. A review of the manufacturing records for the incident lot could not be performed as the lot number was not available for review during the investigation.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had red cells and gel globules present in the plasma.